Event description:
I had total pelvic-uterine, bladder and rectal wall-prolapse repair surgery. Surgical mesh was used to support my bladder and uterus. In (B)(6) 2010, the surgical mesh supporting my bladder had to be removed as it started to protrude making a full bladder painful and intercourse extremely painful. Since (B)(6) 2010, I have been experiencing groin pain on my left side, but disregarded same thinking it is related to exercising without properly warming up.